Event description:
The patient reported her insulin infusion device is randomly beeping even while it is not in the stop mode. She stated the device will beep "every once in awhile and other times it will beep at least eight to ten times in one hour." She said she has not dropped the device nor exposed it to water. She stated it has only started this since she changed her cartridge last friday. The pt stated she changed her power pack but it did not correct the issue. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.